Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The icy catheter (lot # 169857) was smoothly inserted into the patient's right femoral vein in one attempt. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's temperature was 37°c, and the target temperature was set to 34°c at the max rate. During the cooling phase of the treatment, when the patient's body temperature was 36.5 °c, the nurse observed a blood tinge in the start-up kit (suk) tubing. The dwell time of the catheter was 48 hours. The nurse noted the blood tinge in the suk tubing before the thermogard system generated any alarms. Upon inspection, there was no fluid observed on the patient's bed, the thermogard console, or the floor. The catheter was replaced, and the treatment was completed using the same thermogard system. The clinical application specialist (cas) was at the customer site and performed the leak check as per zoll's new IFU, and no leak was observed from the catheter. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) was corrected. The reported complaint of a leak on the icy catheter (lot#: 169857) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residues were observed on the balloons and luered tubings. The catheter was returned with the guidewire inserted in the catheter. The guidewire was able to remove without resistance. Upon removing the guidewire, no issues or discrepancies were observed. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at proximal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number: 169857.

Event description:
Patient #2: a patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The icy catheter (lot#: 169857) was smoothly inserted into the patient's right femoral vein in one attempt. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's temperature was 37°c, and the target temperature was set to 34°c at the max rate. During the cooling phase of the treatment, when the patient's body temperature was 36.5 °c, the nurse observed a blood tinge in the tubing of the start-up kit (suk) (lot #unknown). The dwell time of the catheter was 48 hours. The nurse noted the blood tinge in the suk tubing before the thermogard system generated any alarms. Upon inspection, there was no fluid observed on the patient's bed, the thermogard console, or the floor. The catheter and suk were replaced, and the treatment was completed using the same thermogard system. The clinical application specialist (cas) was at the customer site and performed the leak check as per zoll's new IFU, and no leak was observed from the catheter. No consequences or impacts on the patient. Please see the following related MFR report: MFR#: 3010617000-2022-00616 reported in (B)(6) for patient#: 1.